Event description:
The beckman coulter ac*t 5diff cp generated erroneous low wbc and plt and high rbc and hgb results with no instrument generated flags on a specific patient sample. Hct is also high as the value is calculated using rbc as a factor. Erroneous results were reported outside the laboratory. There was no change to patient treatment. No death or injury is attributed to this event. Prior to running the sample, the instrument had been stuck in mini prime and had to be rebooted. The doctor questioned the results because the plt was lower than expected. The operator re-ran the sample on the same instrument and the results did not match the reported values. The customer notified the doctor and discontinued use of the instrument. The sample was run again after controls recovered within range and results matched the prior re-run. The field service engineer (fse) found the customer had bleached and flushed the unit. The fse replaced the waste filters, adjusted the rbc to the control assay, and verified repair per established procedures. The unit is performing within published performance specifications. The root cause is unknown; however, the patient's results are indicative of inadequate mixing.